Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "the surgeon was tightening down the screw in the crossbar (50-2013), when screw appeared to strip unable to remove, left in patient. Surgery was already at its completion, stripped screw was left in patient, did not hear the audible snap but appeared to be seated." Additional information was requested by integra.